Event description:
The headless pin driver is not attaching the pins.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lot number was updated based on additional information. An event regarding not being able to hold the pin involving a headless pin driver was reported. The event was confirmed. Visual inspections indicated the locking spring (p/n 9000-8-423) was missing from the reported device. A functional inspection confirmed the reported event. Review of the device history records indicates the device was manufactured and accepted into final stock with no reported discrepancies that would have contributed to the reported event. Complaint history review indicated there have been no other events for the lot referenced. The investigation concluded that the headless pin driver not being able to hold a headless pin was caused by the absence of the required locking spring. It is likely that incomplete engagement between pin and the driver prior to rotation led to spring disassociation. The reported device is 100% inspected per the inspection guide sheet. Device history records denote that the device was manufactured to specifications, indicating the spring was assembled with the device. The investigation indicates the event is not device related.

Event description:
The headless pin driver is not attaching the pins.